Event description:
A report was received that a pt had his precision system explanted as he felt that the location of the ipg was causing him discomfort. The device was working properly prior to explant. The pt is reportedly doing well following the procedure.

Manufacturer narrative:
The device will not be returned to bsn as it was discarded by the medical facility.